Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. The physician elected to use the same endoscope and lightsource, and a different, but similar video processor from another olympus tower to complete the case. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image, as the video outputs were found normal. Additionally, the investigation could not confirm any connection irregularities between the videoprocessor and the monitor. The videoprocessor was tested with several different pieces of equipment, and all results were found to be within standards. All of the buttons and indicators were noted to work appropriately. Additionally, light balancing was found normal, and the videoprocessor was able to communicate properly with an olympus printer. The cause of the user's report could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.